Event description:
Meter name: ot profile. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: tired, sleepy, lightheaded. A pt reported they were unable to test. Their meter allegedly was giving them reading labeled as control. The result on their meter was c12 and c14. There was no other tests or comparison. No treatment. No further info has been reported.